Event description:
A surgeon reported that a memory lens implanted in a patient's left eye in 1999 was diagnosed as opacified in 2003, with visual acuity reported as finger count. The lens was explanted & replaced on 2003. No further information is available at this time.